Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by customer's mother that the customer had low and high blood glucose. The customer's blood glucose was 35mg/dl and midnight it was 277mg/dl. Customer's basal rate was too high; they will meet with doctor to adjust this rate. After eating the customer's blood glucose was in the 400's mg/dl. The customer declined to do low and high blood glucose troubleshooting.